Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was returned for evaluation. Visual inspection performed. Diaphragm, cassette sensor seal was missing. Downstream occlusion (dso) seal was damaged. Functional test performed. Event history log (ehl) was downloaded - shows "high alarm displayed: cassette not attached properly" messages. The problem stated by the customer was duplicated. The root cause was due to the damaged dso sensor. Dso sensor will be replaced. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that there was a "cassette not inserted" sensing error. There was unknown patient involvement, and unknown patient harm/adverse event reported.